Event description:
It was reported via literature article that vessel trauma occurred. This single center, retrospective study was performed to evaluate the incidence of superior vena cava (svc) conduction delay or svc isolation during pulse field ablation of the right superior pulmonary vein (rspv). Procedure summary: sixty eight (68) patients underwent a pulse field ablation procedure for pulmonary vein isolation (pvi). Of those 68 patients, twenty five (25) were treated using a farawave catheter and forty three (43) were treated using non boston scientific (sc) pfa catheters. All patients underwent a computed tomography of cardiac anatomy prior to the pfa procedure. The pfa procedures were performed under deep sedation and a non bsc mapping catheter was used to map the right atrium before and after pvi. Four applications of ablation with the farawave in basket formation and four applications of ablation with the farawave in flower formation were performed per pulmonary vein. Procedural complications: of the patients treated using the farawave catheter, twenty two (22) experienced a svc impact with a low voltage area of greater than 0.5cm squared. Whole circumferential scv impact occurred in five (5) patients treated using the farawave catheter. No further information on the status of the patients is available.

Manufacturer narrative:
Matsuura, h., et al (2025). Incidence and characteristics of superior vena cava impact after pulsed-field ablation of the right pulmonary veins. Journal of cardiovascular electrophysiology, 36(8), 1948 1956. Https://doi.org/10.1111/jce.16759. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.